Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth around the abutment site. The abutment was removed and a cover screw was placed for a period of approximately one month. The patient then received injections of local anesthetic on (B)(6) 2013, to facilitate the revision of the implant site and removal of the cover screw. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of revision surgery is (B)(6) 2013; not (B)(6) 2013 as previously reported. This report is filed (B)(4) 2013.